Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the system would not cycle. All available troubleshooting was performed but it was no possible to solve the problem, therefore. The patient and physician decided to replace the entire system. During the inflatable penile prosthesis (ipp) replacement surgery it was noticed that the system had a hole in the reservoir tubing as it enters the pump which caused a fluid leak there were no patient complications.